Event description:
It was reported that tyco/kendall healthcare that a customer had a problem with the neonate umbilical catheter. The customer reports "there was a crack in the distal part causing emptying of the introduced solution."